Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.

Event description:
Customer reported that the nurse performed right important vein PICC catheterization guided by b-ultrasound on the patient, and after the puncture needle found blood return, it was sent to the guide wire. When the puncture needle was withdrawn from the guide wire, she felt resistance, and found that there were two small burrs at the end of the guide wire, which could tear the sheath and could not penetrate the guide wire. The burr part was about 1cm removed with spare scissors in the puncture kit. There were no adverse effects on patients. No other information provided.